Event description:
When doctor tried finishes the procedure and unscrew the eus needle out from the scope's channel, the needle kind of stuck with the metal hub of the channel and caused dislodging of the metal hub from the scope. Doctor successfully separated the two parts and carried on with procedure. They made total 3 inserts of the needle and every time caused the same issue.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA 510k #k210476. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.